Event description:
The pt received her scs system on (B)(6) 2007. It was reported that the pt stopped receiving stimulation in her pain areas. X-rays showed that the leads had not migrated or pulled out of the ipg. The lead was replaced on (B)(6) 2007. F/u on the pt shows that no further issues have been reported. The lead was returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The lead is kinked with all wires broken about 18 cm from the stimulation end. Lead failed continuity testing. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.